Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut off by itself. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and it was being found that there occurred an error code of 118 which was indicating that there was a problem in the video generator board. Then the fse had replaced the kit, display to video generator board and then the touchscreen wouldn't calibrate. That repair will be done on separate so. Then the fse had performed the full functional and safety tests from which all the tests had been passed. Then the equipment was functional and returned to the customer which was being cleared for the clinical use. The failure analysis and testing department received the following parts associated with this complaint: video gen. Board replacement kit , video gen board (part of kit).the fat dept. Did not receive upper display monitor and video cable. This part was received with a reported unit failure message of touchscreen would not calibrate found code 118. Performed visual inspection of this part received and part looks to be in good condition. Installed the video gen. Board into the cardiosave and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of touchscreen calibration and did not observe code 118 while testing. Video gen. Board passed testing. The fat dept. Did not choose root cause grid, as the fat dept. Must wait for supplier eval. Sending video gen. Board to supplier as per procedure 0002-07-d008 rev ap. The fat dept received part from the supplier. The supplier evaluation states the following:during the initial ict test, the result was a failure due to l28 being broken. The fct test encountered a dsp error. It is suspected that the issue is caused by either the broken l28 or a problem with component u25. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.